Event description:
Reportedly, after inserting the lead into the introducer (fiab size 7f) and positioning it in the appendage, the cables has been connected to perform psa tests. After several check and test to control the correct functioning of the psa cable, no atrial sensing is detected (psa signal was saturated and no variation of the detected value). Despite no sensing value, the physician was able to capture the atrium with a threshold of 1v@0.5ms and impedance 1500ohm. (Test performed without screwing). The doctor preferred to replace the lead with another vega r52 that had normal parameters (sensing, impedance, threshold).

Event description:
Reportedly, after inserting the lead into the introducer (fiab size 7f) and positioning it in the appendage, the cables has been connected to perform psa tests. After several check and test to control the correct functioning of the psa cable, no atrial sensing is detected (psa signal was saturated and no variation of the detected value). Despite no sensing value, the physician was able to capture the atrium with a threshold of 1v@0.5ms and impedance 1500ohm. (Test performed without screwing). The doctor preferred to replace the lead with another vega r52 that had normal parameters (sensing, impedance, threshold).